Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that pump stoppages occurred. The submitted log file was reviewed by the manufacturer¿s technical services representative confirmed pump stoppages on power module support. The patient was taken to the or and further imaging of the driveline under fluoroscopy showed no obvious areas of concern. The system controller was then exchanged. The patient was asked to bend, twist, cough and laugh and there were no alarms. The patient was sent home with an ungrounded power module patient cable to use when connecting the lvad to the power module.